Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient fell and hit the ipg site. The ipg site became swollen, and the physician was concerned of a possible ipg site infection. As a result, the ip was repositioned on (B)(6) 2018. Cultures showed no infectious pathogens. The wound is reportedly healing well.